Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. Blood glucose reading was 850 mg/dl. The current blood glucose reading was 270 mg/dl. The customer was treated with intravenous insulin infusion. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The user stated the insulin pump was not delivering enough insulin. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.